Event description:
Complainant alleged that during inservice of the device by the zoll distributor's sales representative, the device displayed an "error 116" and a "72 defibrillator inactive" fault message. The complainant indicated that there was no pt involvement in the reported malfunction.